Event description:
Noise was observed on the lead. As a result, the patient received a vt event and was not converted. Hence the lead was explanted.

Manufacturer narrative:
The field experience of noise was confirmed. Analysis of the lead noted on is-1 connector, outer insulation abrasion at 8 cm from connector end. The lead abrasion is consistent with that produced by friction with the ICD can. Due to this abrasion, noise could have occurred. The electrical characteristics of the lead were found to be normal.